Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced a connection issue which resulted in peritonitis. The patient reported the patient line separated from the transfer set while ¿going to the bathroom in the middle of the night¿. The patient wiped the patient line and transfer set with alcohol and continued therapy; supplies were not changed. The patient was not hospitalized for the event. The patient was treated with unspecified antibiotics for the event for 21 days. The patient was recovered from the peritonitis. Action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.